Event description:
It was reported that the aspiration needle was defective; the needle shaft did not follow the movement of the handle. The issue occurred during a diagnostic procedure (endobronchial ultrasound), which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.